Event description:
It was reported that there was a power outage at the facility, and the patient thought their deep brain stimulation implantable pulse generator (ipg) was not working as well as prior to the outage. Despite this concern, the patient's tremor had not returned, which typically would if the therapy was not functioning. Additionally, the patient was unable to locate their remote on the call, so they were unable to check to see if therapy was on. Troubleshooting steps included confirming that the implantable neurostimulator was charging successfully and that the wireless recharger was working as expected and connected to the device. The patient was educated on the function of the implantable neurostimulator in relation to a power outage. The resolution involved providing information and education to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.